Event description:
A reported incident involving a neutron®, bulk, non-sterile had cracked or leaked. There were patient involvement and unknown harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.